Event description:
The hcp reported that "a small granuloma" was found when doing a catheter revision. The patient was receiving compounded baclofen at a concentration of 4000 mcg. The pump was replaced "at same time due to nearing eol". The patient experienced withdrawal the day after. No additional details were reported. A follow-up report will be sent if additional information becomes available to the company.